Manufacturer narrative:
Correction to the PMA / 510k #. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the following part was returned for failure investigation: graphical user interface (gui) central processing unit (cpu) pca (power controller assembly) the gui cpu pca was visually inspected and showed no anomalies. The gui cpu pca was functionally tested and no malfunction or product deficiency was identified. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during set up a 980 ventilator had a blank screen. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu) updated the software to the current revision, performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.